Event description:
A falsely elevated ctni result of 2.15 ng/ml was obtained on a dimesion rxl. Repeat testing on the same instrument gave the following values: 0.01, 0.00, 0.00, and 0.00 ng/ml. Repeat testing on an alternate dimension was 0.01 ng/ml. Result was not reported to the physician. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated ctni result. Analysis of the instrument indicated that maintenance was needed where the reagent delivery arm was replaced.